Event description:
The reporter stated that the nurse started an IV on a pt with a 24 gauge catheter. At some point after that, the IV became kinked and occluded. During removal, the catheter broke leaving a section in the pt's head. The end was exposed so the nurse pulled the remainder of the catheter out.